Event description:
It was reported that during a generator replacement procedure this right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring greater than 3,000 ohms when programmed in bipolar. Additionally, there was loss of capture at 7.5v output. Fluoroscopy was performed and it revealed insulation separation at the clavicular notch. The physician and patient opted for a new rv lead. Subsequently, the rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.